Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. P-cap or reservoir locked properly in place. Device received with scratched case. Device received with pillowing keypad overlay. No damage to the reservoir tube lip or retainer noted.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level 400 mg/dl as well as low blood glucose level of 42 mg/dl. Customer had blood glucose level of 112 mg/dl. Customer declined troubleshooting for high blood glucose level. Customer stated that the retainer ring was cracked. Customer stated that the reservoir was able to lock into place. It was unknown whether the customer was using auto mode feature or not. The insulin pump will not be returned for analysis.